Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The cause could not be identified because the abnormality could not be confirmed by the inspection of the equipment. It is a guess, but it is thought that it was caused by the influence of other than the equipment (connection status, facility environment). As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
As part of our investigation, the olympus sales representative followed up with the customer to obtain additional information regarding the reported event and was informed that customer observed this phenomenon in multiple procedures. The facility just received eight new uhi-4¿s and this is the only system that experienced a technical issue. Once replaced with a new backup unit the issue resolved. In addition, the unit was returned to the service center for evaluation. The customer¿s complaint of ¿doesn¿t maintain pressure¿ was not confirmed. The unit passed all functional test with abnormalities noted. The unit was returned to the customer.

Event description:
The service center was informed that during preparation or use, the insufflation unit continues to pump co2 but does not maintain interoperative pressure. The customer reported that unit was connected to the hospital¿s supply gas line and it seems this particular unit was leaking. The problem had been ongoing for several days. There was no report of patient injury.